Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced ¿excruciating¿ abdominal pain after air was allegedly pushed into his abdomen, which required hospitalization. Furthermore, the patient alleged the liberty select cycler was faulty, and gave him peritonitis. Follow-up with a clinic hemodialysis registered nurse [(hd)rn] revealed the patient was sent to the emergency room on (B)(6) 2022 with complaints of abdominal pain (no evidence of a pneumoperitoneum). The patient was admitted and diagnosed with peritonitis (culture and cell count results unavailable). The patient is being treated with intraperitoneal (ip) antibiotics; however, the drug(s), frequency, and duration are unknown. The patient¿s primary pdrn is away on vacation, and as a result the patient remains hospitalized for the administration of ip antibiotics. The patient continues to undergo ccpd and is recovering from the events. The hdrn stated the cause the patient¿s peritonitis is unknown and it is unknown if any fresenius product(s) and/or device(s) was involved. Additional information was requested (e.g., hospital records, demographic information, medication records), however the hdrn declined citing privacy concerns.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain), which required hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be established. Additionally, limited follow-up information precluded a more comprehensive clinical investigation. Those individuals undergoing pd for rrt (manual or cycler based) have a significantly higher risk for contracting infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There is presently no objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet the manufacturers¿ specifications. However, given the lack of causality, offending organism, the patient¿s allegations, and status of the liberty select cycler being returned to the manufacturer for evaluation, the liberty select cycler and liberty cycler set cannot be excluded from having a possible contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) experienced ¿excruciating¿ abdominal pain after air was allegedly pushed into his abdomen, which required hospitalization. Furthermore, the patient alleged the liberty select cycler was faulty, and gave him peritonitis. Follow-up with a clinic hemodialysis registered nurse [(hd)rn] revealed the patient was sent to the emergency room on (B)(6) 2022 with complaints of abdominal pain (no evidence of a pneumoperitoneum). The patient was admitted and diagnosed with peritonitis (culture and cell count results unavailable). The patient is being treated with intraperitoneal (ip) antibiotics; however, the drug(s), frequency, and duration are unknown. The patient¿s primary pdrn is away on vacation, and as a result the patient remains hospitalized for the administration of ip antibiotics. The patient continues to undergo ccpd and is recovering from the events. The hdrn stated the cause the patient¿s peritonitis is unknown and it is unknown if any fresenius product(s) and/or device(s) was involved. Additional information was requested (e.g., hospital records, demographic information, medication records), however the hdrn declined citing privacy concerns.